Manufacturer narrative:
1. No defective sample and photo have been received for the complaint 2. DHR/bhr review lot#4295008. 1-the products of this batch were assembled at intima ii auto line 4 in nov 2024, and packaged at cfs package line in nov 2024. Work order quantity was (B)(6) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, deep analysis for this complaint is unavailable, so the root cause of leakage cannot be determined.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc leaked (B)(6) 2025 8:30 nurses for hospitalized patients infusion using infusion device needle inserted into the sterilized indwelling needle heparin cap, start infusion for a period of time after the patient's arm swollen bulging, judged to be the indwelling needle leakage, immediately remove the indwelling needle to replace the ordinary infusion device infusion.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.